Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with an initial blood glucose of 225 mg/dl, reported thirst, and uncertainty about the cause; the user chose to replace the contact detach steel infusion set and then resumed insulin delivery, later reporting a peak glucose of 281 mg/dl after eating a granola bar, followed by improvement to 136 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.